Event description:
The patient was implanted with bi-ventricular assist devices (bi-vad). It was reported by the chief perfusionist, that during the implantation on the pvad atrial cannula, the hospital noted bleeding between the cannula wall and felt sewing cuff material. The surgeon passed the sutures through the felt sewing cuff and tied the sutures to the myocardium; however, a part of the felt sewing cuff was coming apart from the cannula exposing the metal portion of the cannula resulting in bleeding. The surgeon stopped the bleeding with glue and felt strips. The patient remains ongoing on the device without further issues.

Manufacturer narrative:
The patient remains ongoing on the device without further issues. No further information is available at this time.